Manufacturer narrative:
(B)(4)

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. Device reprogramming was performed.